Event description:
Two endeavor drug-eluting coronary stents were implanted into a pt for the treatment of an unk lesion. (MFR# 2953200-2010-01073) initial implant and lesion morphology info was not reported. Approximately 29 months post initial stent implant, the pt was presenting emergently with stroke like symptoms. An MRI revealed acute or subacute infarct in the right side. Pt was given medication. Physical therapy, occupational therapy, and speech therapy were performed while in the hospital then the pt was transferred to a nursing home where therapy will be provided. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B)(4): eval results: stroke.